Event description:
It was reported that "screw heads locked (lost polyaxial capability) in the patient. Screwback couldn't be broken free in the patient. Screws were removed from patient and replaced. Upon trying to break the head free post operation, one screw head completely broke free. The other is still locked."

Manufacturer narrative:
Codes will be reported on a supplemental, following the engineering evaluation.